Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
Pre-operative diagnosis: lumbar spinal canal stenosis procedure: posterior lumbar fusion fixation range: th11/l5 it was reported that, intra-op, the set screw could not be placed in screw head of mas. The surgeon pulled out the screw once and the screw was changed with other one. It was considered that the event occurred because the surgeon applied force strongly using rod reducing plier during dropping off a rod to the screw head. Although it was cross-threaded, the surgeon continued to tighten the set screw, so that the screw head got widened. The product came in contact with the patient. No patient complications were reported.